Event description:
It was reported the patient is without stimulation. Reportedly the transmitter is unable to communicate with the receiver. A transmitter, compatible with the receiver, was sent to the patient. The sjm representative reported the new transmitter communicated with the receiver. The representative reprogrammed the system several times but was unable to attain stimulation coverage for the patient. The next course of action was undetermined.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.